Manufacturer narrative:
The reported issue was inconclusive. The root cause was unable to be isolated. It was noted that they were getting a message that says low air leak, and the water temperature was dropping, and patient temperature was increasing in an arctic sun device. Flow rate (fr) was 1.0lpm, inlet pressure (ip) was -7.8psi, circulation pump command (cpc) was 41 percentage. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d,e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a message that says low air leak, and the water temperature was dropping, and patient temperature was increasing in an arctic sun device. Flow rate (fr) was 1.0lpm, inlet pressure (ip) was -7.8psi, circulation pump command (cpc) was 41 percentage. After a few minutes the flow was 0.8lpm and inlet pressure (ip) was -7.0psi. Had nurse disconnect pads, rotate connectors and reconnect using proper technique. Inlet pressure (ip) was again got up to -7.9psi, then settled at -7.0psi. Flow rate (fr) was 0.9lpm. Targeted temperature (tt) was 33.5c. Patient temperature (pt) was 34.0c, water temperature (wt) was 16.7c. Baby was awake but not agitated. Explained the water could get as cold at 10c. Asked nurse to continue to monitor patient and water temperatures. Radiant heat not on. If water continued to be cold for an extended period look for signs of heat generation. Continue to monitor the flow rate. If the flow dropped to 0.5-0.7lpm or lower call back. No further calls. Per follow up information received via task on 23jan2025, per salesforce notes, it was reported that there was a flow issue with neonatal gel pads and the reporting nurse received technical support and continued therapy on the patient. No further calls were noted. Spoke with charge nurse via phone on 23jan2025, they have 3 artic sun devices on the unit and none of them were being used at the moment, but they were in working order and available for use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a message that says low air leak, and the water temperature was dropping, and patient temperature was increasing in an arctic sun device. Flow rate (fr) was 1.0lpm, inlet pressure (ip) was -7.8psi, circulation pump command (cpc) was 41 percentage. After a few minutes the flow was 0.8lpm and inlet pressure (ip) was -7.0psi. Had nurse disconnect pads, rotate connectors and reconnect using proper technique. Inlet pressure (ip) was again got up to -7.9psi, then settled at -7.0psi. Flow rate (fr) was 0.9lpm. Targeted temperature (tt) was 33.5c. Patient temperature (pt) was 34.0c, water temperature (wt) was 16.7c. Baby was awake but not agitated. Explained the water could get as cold at 10c. Asked nurse to continue to monitor patient and water temperatures. Radiant heat not on. If water continued to be cold for an extended period look for signs of heat generation. Continue to monitor the flow rate. If the flow dropped to 0.5-0.7lpm or lower call back. No further calls.